Manufacturer narrative:
This report is submitted on june 22, 2017.

Event description:
Per the clinic, the patient experienced pain and headaches with and without device use. Reprogramming attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device.